Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter (pm). The used set was returned for complaint investigation. Set was visually inspected and noted pm next to cassette port inside the drain line tubing. No other visual defects were noted. The complaint was confirmed in the lab for pm. Not enough data are available within the complaint information to identify root cause of the pm; therefore, the root cause of the complaint was not determined. A batch review was performed on the associated lot with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for reload set 156 alarm, the home patient (hp) stated there was something that looked like a metal piece in the cassette. The technical service representative (tsr) assisted the hp with cycling power and starting over with new supplies. There was patient involvement, but no injury or medical intervention reported. A follow up was done via phone call. The hp stated they saved the sample and did not know the lot number. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.